Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable pacemaker cardio/defib (B)(6) 2007. Concomitant product: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.